Event description:
Two weeks ago customer had low readings for three or four days in a row that ranged from 20-40 mg/dl. On (B)(6) 2015, customer had reading of 43 mg/dl at about 3:30pm while at work. The paramedics were called. Customer's coworkers were able to give customer's apple juice. Customer was not able to retrieve juice on her own to treat low blood sugar. Customer was able to drink the juice on her own. By the time the paramedics arrived she was feeling better. Customer had reading of 86 mg/dl on paramedics meter at 4:15pm. Customer was not treated by paramedics. Customer is not sure what is causing her high or low blood sugar readings. Customer is not alleging a delivery issue. Pump not requested for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.